Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing molding defects after use. The following has been provided by the initial reporter: the costumer complained on 3 tubes which were found with a curve.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing molding defects after use. The following has been provided by the initial reporter: the costumer complained on 3 tubes which were found with a curve.